Event description:
It was reported there was undersensing, dislodgement, and a perforation after implant of the ventricular lead. The lead was replaced. No further patient complications have been reported as a result of this event. It was additionally reported that the atrial lead dislodged two days after implant. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without the device serial number, the manufacturing date cannot be determined.